Event description:
It was reported that the patient had issues with recharging their implantable neurostimulator (ins)since implant. The patient tried to charge the ins but got the reposition antenna message on the recharger unit. The patient last saw coupling boxes about a month ago and last felt stimulation about 3 weeks ago. The patient could not recall how many coupling boxes they usually obtained with the recharger when charging. The patient could palpate ins. The use of the antenna locator (al) feature obtained a reading of 44-52 and led to a power-on-reset (por) message being displayed on the recharger. This then led to a normal recharging screen. The patient was only able to get 2 to 3 coupling boxes shaded on the recharger. The patient had a follow-up appointment with their physician on (B)(6) 2013. Additional information received 2 days later reported that the patient could not adjust their stimulation. A power-on-reset (por) condition was reported and a 'call doctor' icon message was seen on the patient's programmer. The patient was able to synchronize the devices and no longer observed the por message. The patient was then able to turn on the stimulation on the ins system. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).